Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that their insulin pump had critical pump error and keypad anomaly. Customer reported that the display was frozen. Customer stated that they installing new battery, monitoring insulin pump for 2 hours and frozen display recurred. Customer reported that there was no response from any buttons. Customer reported that the time clock did not advance. Customer was unable to successfully clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided about product code was incorrect with the initial report. The correct information has been provided with this report. (B)(4).